Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. They were able to clear alarm and rewind process. They were not able to do displacement test. Customer stated that insulin pump was not exposed to high magnetic field. Reservoir and tubing goes back to pump error and vibrates 3 times and red light was flashing consistently. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Retainer ring=black device was returned for pump error 38 alarms found on (B)(6) 2021. Device's history and trace files downloaded successfully using thus software. Device passed self test however, constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump error 38 confirmed in the pump history/trace files on (B)(6) 2022 at 12:26pm. Device was cut open to perform visual inspection and found¿ corrosion damage on the motor. Device tested outside the insulin pump and received pump error 38 at rewind. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Constant pump error 38 alarms confirmed during rewind and in the pump history/trace files due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.